Event description:
It was reported that the pump's touchscreen was cracked and unresponsive, rendering it unreadable. There was no reported impact on the customer's blood glucose level. The customer was expecting to return the faulty device by november 24, 2025, and a replacement pump had been issued.